Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016.device evaluation: the device has been returned and evaluated by product analysis on 02/12/2016 with the following findings: review of the black box data revealed unexplained power on reset events dated (B)(6) 2015. On investigation, the pump powered on using the returned battery cap; the cap fit securely to pump. The pump was exercised for 24 hours without power loss or interruption and no call service alarms. An intermittent power event was not duplicated on investigation. Medwatch report #2531779-2016-00366 further details additional investigational findings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment with intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.